Event description:
Revision surgery: the central screw on the baseplate was broken on the x-ray and the surgeon found the whole baseplate to be loose during surgery. A new baseplate, screws, head and liner were put in the patient.

Manufacturer narrative:
The reason for this revision surgery was the central screw on the baseplate was broken. The in-vivo length of patient service for the implant was 2.7 years. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was a significant adverse event to the patient. There was 15 minute delay in the surgery. Another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination.a review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing of this part. All critical dimensions, design criteria and specifications in effect at the time the part was manufactured were met. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review.this event is deemed as non-product related. The root cause for this event was the central screw on the glenoid baseplate had broken and loosened the baseplate. The scope of this investigation is limited without having the explanted parts available to djo surgical for evaluation. Other conditions relating to this event could not be determined with confidence. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.